Event description:
Boston scientific received information that this lead had dislodged. A procedure will occur in the near future to revise the lead, however, this has not been scheduled at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.